Manufacturer narrative:
Analysis was performed by fse (field service engineer) which found that the ECG trunk cable not working. Defective trunk cable m1669a lot #3b to be replaced with same part 989803145071 cbl 3 lead ECG trunk, aami/iec 2.7m m1669a. After replacing the trunk cable issue resolved.

Manufacturer narrative:
Reporting address line 1: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿the ECG was not coming.¿ . There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.